Event description:
It was reported that during the procedure the surgeon was unable to assemble with liner with the shell. Another liner was used to complete the procedure. There was not harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; d9; g3; h2; h3; h6 visual examination of the returned product identified the locking feature of the device is damaged. The scallops of the liner had scuffing. No other damage was noted. It is unknown if the damage occurred prior to or during the assembly attempts. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.